Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 554 to 600 mg/dl the customer was informed that there could be many reasons for high blood glucose. The customer just wanted to know if they had to change their reservoir set. The customer declined trouble shooting and stated that they had 45 units left in the reservoir. The customer was advised to change the set but he customer felt that it was not necessary at the time. No further information was provided.